Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor sv (small volume) leaked. The leak was further described the unspecified solution leaked into the housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured from december 01, 2020 - december 02, 2020. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye noted fluid inside the housing because the bladder had been ruptured. The coil cap was also observed to have been detached from the housing. The cause of the detached coil cap could not be determined. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the ruptured bladder was not determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.